Event description:
It was reported to boston scientific corporation that a contour ercp cannula was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the guidewire was unable to cross with this device. Another guidewire was used with this device, but the guidewire could not cross as well. The procedure was completed with another device. The patient was reported to have an injury. No further information has been obtained despite good-faith efforts. Additional information received on december 16, 2024: it was reported that there was no harm to the patient's health.

Manufacturer narrative:
B1 (adverse event/product problem): there was no adverse event. B2 (outcomes attrib to adv event): no outcomes attributable to event. B5 (describe event or problem) and block h6 (patient codes and impact codes) have been updated. H2 (additional information): it was reported that the guidewire was unable to cross with this device and the patient was reported to have an injury. Additional information was received from the customer on december 16, 2024, that there was no harm to the patient's health. Additionally, if there is difficulty advancing a guidewire through the anatomy or another device, the guidewire can be exchanged. This is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block h6: imdrf impact code f12 is being used to capture the reportable event of unspecified patient injury.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the guidewire was unable to cross with this device. Another guidewire was used with this device, but the guidewire could not cross as well. The procedure was completed with another device. The patient was reported to have an injury. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the guidewire was unable to cross with this device. Another guidewire was used with this device, but the guidewire could not cross as well. The procedure was completed with another device. The patient was reported to have an injury. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf impact code f12 is being used to capture the reportable event of unspecified patient injury. Block h11: investigation results the returned contour ercp cannula was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed and a mandrel of 0.018 was inserted in the cannula to see if there was any obstruction or internal diameter below specification in the device. Mandrel passed freely inside the cannula and came out form the tip without problems. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of an unspecified patient injury was unable to be confirmed. The patient was reported to have an injury, but the details of this injury and additional information were not reported despite good faith efforts. Additionally, a labeling review performed confirmed these events are anticipated within labeling documents therefore known inherent risk of device is selected for these events. The limited information provided is not enough to confirm a device misusage by the customer. Additional efforts to gather more information were unsuccessful. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.